Event description:
Caller reported cgm error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information, walked the caller through the pump reset, and after the reset, the pump did not display the cgm error code again. Caller successfully started their sensor session.